Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The unit powered up properly after the battery was installed. The insulin pump was programmed and monitored for two days. No blank display noted. No unexpected low battery alarm noted when the unit was monitored or during testing. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400mg/dl. The customer indicated that it will not hold a charge and has changed the batteries 4 times. Customer also indicated that the pump shuts off and then comes back on by itself. Customer requested a new pump. There was no further information provided by the customer or troubleshooting and no high blood glucose troubleshooting was performed.